Event description:
Ocd technical specialist at a customer site reported that a proficiency sample containing anti-fyb was negative when tested with 0.8% selectogen lot vs132 cell ii (fya+b+). No death or serious injury was associated wtih this incident.